Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The manufacturer¿s international service technician reported to have identified the occurrence of the diagnostic code related to backup alarm failure during periodic maintenance. There was no patient involvement. The service technician replaced the central processing unit printed circuit board assembly (cpu pcba) and the problem was resolved.

Manufacturer narrative:
G4: 01jul2020. B4: (B)(6)2020. The replaced central processing unit printed circuit board assembly (cpu pcba) was returned for failure analysis. It was determined that ls1 components that were built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.